Manufacturer narrative:
This report is submitted on august 13, 2019.

Event description:
Per the clinic, the patient experienced an episode of meningitis on (B)(6) 2019 resulting in hospitalization for a duration of 2-3 weeks (specific dates not reported). The following additional information was received regarding the episode of meningitis. The patient has no history of cochlear malformation or reported craniofacial malformations. The patient experienced one episode of meningitis pre-implantation secondary to nasal surgery. There were no reports of csf leak. The patient did not receive pre-implant immunization. It is unknown if perioperative antibiotics were administered. It is unknown if receiver-stimulator well was drilled into dura. The meningitis episode did not occur within 30 days of a neurologic procedure; no vp shunts or lumbar drains were utilized at the onset of meningitis. The patient did not have a prior upper respiratory infection prior to meningitis. The patients csf cultures were positive for streptococcus pneumoniae. The patient was successfully treated with oral antibiotics (vancomycin) and continues to be clinically managed. The implanted device remains.